Event description:
Clinic notes were received indicating that the patient had developed an infection following vns implant surgery on (B)(6) 2006. The patient was treated by the infectious disease department. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.